Event description:
A malfunction alarm occurred due to a motor movement error. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted with resetting the pump by technical support, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue reappears.